Manufacturer narrative:
Received one (1) used. List# a1141, 9.5" smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock, lot # 13993021. The probable cause is incomplete insertion. Confirmed customer complaint of a leak at the yellow microclave. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a 9.5" smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock generated a leak during patient use. It was stated in the report that the trifuse set leaked on the yellow port where microclave is bonded. The packaging was not saved. The device will be returned via the manufacturer¿s preferred return process. The device involved in this event is not available in the facility. Unknown other devices were being used on the patient at the time of the event that may have caused or contributed to the event. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.